Manufacturer narrative:
Patient information was not available for either patient but has been requested; the cable assembly was evaluated by the manufacturer on (B)(4) 2010. The failure mode was confirmed and was similar to results observed during accelerated life testing of the product. Customer usage indicates that the useful life of the cable may have been exceeded. The current user manual recommends a visual inspection and functionality check of the cable on a periodic basis.

Event description:
User reported the cable to open the o-arm was broken and they could not remove the o-arm from around the patient. There was no adverse event to the patient. The operating table was dismantled and patient removed.